Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."

Event description:
Patient reported, "I am on step 16 of my treatment, which is the last set of my bottom aligners. I have been wearing this set now for a couple months at the recommendation of my dentist. He didn't think it was a great idea that I'm doing night only aligners, and I'm still having trouble tracking. My bottom teeth tend to move back into position during the daytime, even though I'm wearing the aligners more than 10 hours at night. My bottom teeth are also a little bit loose."